Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device started to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A visual inspection was conducted. No visible defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. It activated when the power was switched on. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed . Based on the condition of the device as returned and the results of the investigation, the reported complain was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device started to smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.